Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A site representative reported that the imaging system was powering down during transportation from one room to another. They mentioned that they had it fully charged before this happened. There was no patient present when this issue was identified. Onsite investigation was performed and the field engineer discovered that the system batteries were not holding sufficient charge, also the mobile view station (mvs) umbilical cable connector was found best which made plugging and unplugging difficult. Replacement of the system batteries along with the umbilical cable resolved the issue. No further issues were reported. Old batteries were not returned to manufacturer for analysis, therefore, no findings will be possible. Analysis of the returned cable confirmed the physical damage to the connector. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the imaging system was powering down during transportation from one room to another. They mentioned that they had it fully charged before this happened. There was no patient present when this issue was identified.